Event description:
A tandem mobi cartridge alarm was reported. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to remove the cartridge and deliver a 9-unit bolus, which completed successfully. The customer was then able to reload the original cartridge and resume insulin therapy, resolving the issue.